Event description:
The user facility reported that the pt was desatured a few minutes after he was attached to the ventilator. It was noted that the exhalation valve calibration was performed prior to attaching the pt and it passed. The pt was being ambu bagged while the ventilator was powered off/on and recalibrated. The ventilator passed the calibration and the pt was reconnected to the ventilator. However, the pt was desatured again. When the calibration was performed for the third time, if failed. The nurse reported that both low pressure and high pressure alarms occurred and the pt was getting air (his chest was moving). No permanent injury was reported in this case.

Manufacturer narrative:
(B)(4).